Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photograph submitted for evaluation. Bd received five unopened units and one photo. During the visual examination of the photo, it was observed that the unit was partially retracted into the safety barrel confirming the reported defect. Unfortunately, the photo did not provide any evidence of damage or defect that would have prevented the unit from retracting completely. The returned units were visually inspected and no visible damage, excessive gel in the spring cavity, or missing/damaged/coiled spring were observed. The retraction test was conducted and all units retracted completely and quickly upon pressing the button. Therefore, bd was unable to confirm the reported defect in the returned devices. The photo and representative samples provided for this incident did not present sufficient evidence to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to fully retract during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "this is the second needle this week that did not fully retract. I wanted people to be aware so no one gets stuck accidentally thinking it is safe."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to fully retract during use. This complaint was created to capture the 1st of 3 related incidents. The following information was provided by the initial reporter: "this is the second needle this week that did not fully retract. I wanted people to be aware so no one gets stuck accidentally thinking it is safe"